Event description:
The patient was doing well and was discharged from the hospital.

Manufacturer narrative:
Additional information: b5 field: the patient was doing well and was discharged from the hospital. Sections d4, d10, and h4 were updated with the device information. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned in the locked position with the loader assembly on the flex shaft. Visual inspection revealed a full radial balloon burst. No missing pieces were observed. Due to the condition of the returned device (burst balloon) no functional testing could be performed. The complaint was confirmed through visual inspection. Balloon single wall thickness measurements were taken along the edge of the tear. All measurements were found to be within specification. The complaint for balloon burst was confirmed. No manufacturing nonconformities were identified as no visual abnormalities were observed on the returned sample and the dimensional measurements met specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment.  In this case the patient was noted to have moderate calcification in the leaflets.  This suggests that the root cause of the balloon burst is related to those detailed in the technical summary. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Since the complaint occurrence rate did not exceed the may 2019 control limit for the applicable trend category, and no edwards defect  was identified in the evaluation, no product risk assessment escalation and/or corrective or preventative action is required.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the implant of a sapien 3 valve in the aortic position via transfemoral approach the balloon burst.